Event description:
It was reported there was an open wound from the pump site with serous fluid draining. The pump was visible to site. The patient had a fever. The system was being used to deliver dilaudid. The elective replacement indicator was estimated at 5 months. The severity was noted as ¿mild.¿ it was later reported the severity was ¿moderate.¿ the event was possibly related to the device or therapy and was related to the implant procedure. The open wound with visible pump was found on (B)(6) 2013. The pump was explanted and disposed of. The outcome was reported as ongoing as of (B)(6) 013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant product: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
Additional information received reported, the patient was seen in the office on 2014 (B)(6) and had been under care for an open wound on her lower back. After examining the wound, it appeared the catheter was sticking out of the open wound. The patient was advised to go to the emergency room.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received and it was reported that by the (B)(6) 2014 visit the patient had the catheter removed. The wound was healing, but there was still a large pocket of fluid around the lumbar site. The patient was to continue with wound care and follow up in mid-april

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider reported the adverse event was wound dehiscence.

Event description:
The event resolved without sequelae on (B)(6) 2014.